Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 37752 lot# serial# nka144066n implanted: explanted: product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. It was reported that the patient was experiencing a loss of stimulation and had trouble with their implantable neurostimulator recharger (insr). The consumer stated that the insr wouldn¿t charge. The patient¿s implantable neurostimulator (ins) was checked by their healthcare provider (hcp) and it was noted that there wasn¿t a problem with it. At times, the patient could feel stimulation but it would quit if they moved a certain way. It was noted that there wasn¿t any visible damage on the insr cord. X-rays were taken when the patient saw their hcp and everything looked ¿in place,¿ however, the patient couldn¿t get an MRI because of their leads. The consumer stated that the hcp turned up stimulation with their external device and it helped the patient, but when they used their own external device it didn¿t do any good. The consumer thought maybe the battery was bad but stated that ¿they said everything checked out.¿ it was noted that the patient would turn up stimulation as far as they could stand but it ¿just wasn¿t doing what it used to do.¿ the loss of stimulation was occurring intermittently and occurred with positional change. The consumer reported that the patient would be sitting in their recliner, moving their head forward or back, and the device would shut off. After the patient checked their ins using the programmer, it was confirmed that stimulation was not actually turning off, but just felt like it was off. It was recommended that the patient troubleshoot with their insr to determine if there was an issue. At the time of the call, it showed that the ins battery was fully charged. It was discussed that if the ins was left uncharged then therapy could turn off, and perhaps that was why the hcp thought there was an issue with the insr. However, the consumer confirmed that the patient charges regularly and doesn¿t ever let the ins battery discharge. Based on what was reported, there didn¿t appear to be any problem with the insr as it was very unlikely that the problem the patient was experiencing with feeling like stimulation was off was related to the insr. It was reviewed that the patient may need to use their programmer to make manual adjustments to amplitude when they feel the loss of stimulation sensation. The patient was redirected to their hcp to address their concerns. It was noted that the issue started about 8-9 months prior to the date of this report. Indication for use is chronic low back pain.